Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the hcp was unable to interrogate the ins with a clinician programmer. The hcp was instructed how to interrogate, but continued to get a ¿no communication¿ message. It was verified that the device was directly over the ins. It was noted the programmed settings were reviewed a week prior to this report and the battery level was at 2.8v; therefore, the cause of no interrogation was not caused by a depleted ins. Programmed settings and therapy measurements were reviewed. No abnormal/high settings or shorts were noted. Resolution was unknown. The hcp indicated they would seek additional help later. No symptoms were reported. No further complications were reported.